Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted at a surgical intervention as it had perforated the heart wall. The perforation was discovered via computed tomography scan. A new ra lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.